Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the during a left atrial appendage closure (laac) watchman procedure, patient complication hematoma occurred. After gaining right femoral venous access, versacross connect kit was selected for use. The versacross dilator and watchman access sheath were advanced to cross the interatrial septum to the left side of the heart. The closure device was successfully implanted without any issue. Towards to the end of the procedure, the echo staff member noted a hematoma on the aorta that was not present at the beginning of the case. The physicians continued to monitor via transesophageal echocardiogram (tee), heparin was reversed with 50mg of protamine post-procedure. The patient remained stable and remained under observation for the next two days. The patient had fully recovered and it was discharged. It is presumed this complication occurred sometime during the transseptal puncture. The device is not expected to be returned for analysis.